Event description:
I purchased "walgreens pantiliners in the purple cartoon box 40 liners protectores sensadry coversheet compare to always", it is a pack with 40(forty) of these pantyliners long. They had a bad odor. I had a box like that before and I had notified walgreens about it, but they did nothing to handle the issue of the bad odor to the point that caused me to have nausea. Also these pantyliners are the not absorbent and they cause skin irritation and discomfort while using them.